Event description:
Mechanical lift failed during transfer. Legs slammed shut, threw it off balance and it tipped over. Dates of use: (B)(6) 2015 - current. Diagnosis or reason for use: muscle weakness. Event abated after use stopped or dose reduced: doesn't apply.